Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2022 recorded the gradual increase of the pacing impedance from approximately 1300 ohms to greater than 3000 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field, atrial and rv channel, which led to oversensing as well as inappropriate shock delivery and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Based on analysis results it was decided to report this event. After an implantation period of approximately 55 months it was reported that the pacing impedance increased. During the analysis of the device data oversensing as well as inappropriate shock delivery was observed. The physician decided to continue to follow the patient on home monitoring.